Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial (B)(6) having a nonconforming capacitor was confirmed during evaluation. The heartmate mobile power unit (mpu) (serial number: (B)(6) was returned to the service depot. The mpu was opened and a nonconforming capacitor, c5, was found. No further testing was performed, and the unit was scrapped. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev c.) Describe all system controller and mpu alarms, and the proper actions to take if the alarms cannot be resolved. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the heartline regarding the mobile power unit (mpu) recall. The patient was not having any issues with the mpu. A replacement was requested.